Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff replaced with another 4.5 cm cuff due to recurring incontinence from fluid loss due to a hole in cuff. The patient status following this surgery is stable.